Event description:
It was reported that the atrial lead had to be repositioned once during implant. Several hours after the procedure it was noted by xray that the lead had dislodged and fell down in the ventricle. A second procedure was performed the same day to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. However, all conductors were stretched and the inner insulation was kinked/buckled. The lead was also stretched. Visual analysis revealed apparent explant damage.